Event description:
Customer reported the tubing split and leaked from the pumping segment below the upper blue plastic part. There was no report of pt harm or medical intervention required. Although requested, no further pt or event information provided.

Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A follow up report will be submitted with failure investigation results should the set be received for evaluation.